Event description:
As reported, during an angiogram of the leg, an advance 35 lp low profile balloon catheter became stuck and subsequently separated after removal from the patient. Access was obtained in the right common femoral artery and a contralateral approach was used to target a 60%-70% occluded lesion in the left mid-superficial femoral artery (sfa). The anatomy was tortuous and resistance was reported upon advancement of both the balloon catheter and a cook sheath over another manufacturer's 0.035-inch wire guide; however, the devices were able to reach the target lesion. The balloon was inflated to ten atmospheres, using an unknown inflation device, two times for approximately three-to-five seconds each time. No issues were noted during inflation. Once deflated, the balloon was allowed to return to ambient pressure and negative pressure was maintained; however, a counter-clockwise rotation of the device was not conducted upon withdrawal. Upon removal of the balloon, it became stuck on the wire, within the sheath. The physician pulled a "little more" and the wire, balloon catheter, and sheath were removed from the patient, losing access. After removal from the patient, the balloon catheter separated at both the "port" and tip. The physician then cut the wire to remove the balloon and sheath from the wire. Because the balloon had been used successfully, no additional devices were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: b1, b5, d9, h1 b1, h1: the user was forcefully trying to remove the balloon from the sheath, both of which had already been removed from the patient, when the balloon catheter separated at the tip and hub. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 25apr2023. The separation of the balloon catheter's tip and hub occurred after the device had been completely removed from the patient, when the physician was forcefully attempting to pull the balloon from the sheath, which had also already been removed from the patient.